Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the customer was loading cartridge. The customer had not tested blood glucose level at the time of the call. There was no reported impact to the customer's blood glucose level. It was indicated the customer would use manual injections as alternate insulin therapy.